Event description:
The pt fell and felt surging stimulation afterward. The pt stopped recharging his implantable neurostimulator about 2 months later. The pt lost stimulation sensation 3 weeks after the last recharge session. The pt was seen in clinic. An overdischarge was confirmed. There was no telemetry between the neurostimulator and the recharger or the pt or physician programmers. A physician mode recharge was initiated. After 60 minutes, the device was able to be interrogated with the physician programmer. The pt was given further instruction on recharging. It was later reported that the pt was no longer having problems with shocking. The pt status in the clinic was reported as 'fair'. A f/u report will be submitted if additional info becomes available.